Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing elevated potassium levels. On (B)(6) 2020 potassium level was 5.5 mmol/l and on (B)(6) 2020 potassium level was 5.7 mmol/l and 5.9 mmol/l. Patient received insulin and dextrose. The patients white blood cell count started to rise on (B)(6) 2020 and left lower lobe pneumonia should be excluded from the CT scan. There was a splenic infarct noted on the CT of the chest on (B)(6) 2020. One hour post extubation the patient noticed left sided weakness. He complained of right sided weakness but had full mobility. He also complained of decreased sensation of the right foot. On the left side the patient was unable to move leg at the knee, ankle, or foot at all. He had little to no sensation on the left side mid thigh to toe. He also complained of a painful deep throbbing pain down his left lower extremities. Patient was suffering acute chronic kidney disease. The patient experienced a positive urine culture citrobacter freundii and received antibiotics. A diplopia exam showed mild right arm weakness and chronic left leg weakness/numbness (likely from ischemic limb) and hematocrit without evidence of acute pathology. Cta showed differential including transient ischemic attack. Notified by doctor of diplopia to CT to rule out cerebrovascular accident per neurology, the diagnosis was transient ischemic attack. Patient experienced transient double vision, which he described as vertically stacked imaging for approximately 4-5 minutes followed by complete resolution without intervention. Patient was hemodynamically stable at the time of event, no associated other new neurologic deficits at the time of the diplopia. Patient on coumadin, internal normalized ration was 1.8. Meropenem was started (B)(6) 2020 for presumed burkholderia pneumonia based on cough, shortness of breath, and worsening pulmonary infiltrates on chest x-rays along with leukocytosis on (B)(6) 2020. The patient also had a pressure injury to right calcaneus and left lateral calf, renal dysfunction, arterial peripheral thromboembolism, and hyperkalemia which was listed as unlikely due to device and the venous thromboembolism possibly related to the device. The patient had a negative urine culture on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists infection (local, driveline, and pump pocket), renal dysfunction, other neurological event (not stroke related), venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism, infection, and neurological dysfunction as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.